Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4/5 segmental disc herniation, spinal stenosis and underwent lumbar decompression and bone graft fusion. During the surgery, the screw slipped during the screw insertion process. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Device evaluation: product analysis: visual and macroscopic inspection confirmed the set screw was returned with the top break off half separated from the lower threaded portion. It appears the break off screw was tightened causing the break off portion to separate which is consistent with the correct function of the screw. Inspection of the screw surface and threads did not identify any non-conformance. Root cause is undetermined why the screw was sent back. If information is provided in the future, a supplemental report will be issued.